Manufacturer narrative:
The referenced driveline infection on (B)(6) 2015 was reported under medwatch MFR. Report # 2916596-2015-01758. (B)(4). Approximate age of device ¿ 13 days. The pump remains in use supporting the patient. A direct correlation between the device and the reported driveline infection could not be determined through this evaluation. The instructions for use lists driveline infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient's driveline site suddenly developed bloody/ yellowish drainage. The hospital staff thought the patient's system controller likely fell and strained the patient's driveline. There were no positive cultures. The patient reportedly exhibited signs of systemic inflammatory response syndrome (sirs). The patient was started on vancomycin and zosyn. The patient was transitioned to doxycycline on (B)(6) 2015 and discharged to a transitional care unit. On (B)(6) 2015, the patient was admitted to the hospital for a bacterial driveline infection and was treated with parenteral antibiotics.